Event description:
It was reported that a syringe 5ml ll w/ndl sftygld 22x1-1/2 rb had a loose stopper during use. The following was reported by the initial reporter: "suspected needle core rubber plug slipping".

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/29/2021. H.6. Investigation: one sample and photo was provided for investigation. During investigation, the failure could not be reproduced. No defects or damages were found on the sample. A device history record review was completed by our quality engineer team for provided lot number 9189139. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined due to the failure not being able to be confirmed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of suspected needle core rubber plug slipping with lot #9189139 regarding item #305907.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 5ml ll w/ndl sftygld 22x1-1/2 rb had a loose stopper during use. The following was reported by the initial reporter: "suspected needle core rubber plug slipping"